Manufacturer narrative:
The reported event of intermittent capture on the right ventricular lead was not confirmed. As received, a complete lead was returned in one piece. Visual, electrical and x-ray analysis was normal and no anomalies were found.

Event description:
It was reported that the patient presented for a pacemaker implant. Post procedure, while patient was an inpatient in the cardiac care unit. It was discovered that the right ventricular lead exhibited intermittent capture. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.